Event description:
It was reported that a symptomatic patient presented in emergency room due to presyncopal symptoms. Upon interrogation, the pulse generator exhibited premature battery depletion and backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.